Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter and also received a change sensor alert. The customer also reported that the insulin pump was turned off. The customer reported no adverse event. The event involved product mmt-1884 and mmt-7040a. Troubleshooting was performed for sensor signal not found/cannot find sensor signal/lost sensor/loss of communication and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter and the transmitter blinked when attached to the sensor and began communicating. Troubleshooting was performed for change sensor/sensor updating/sg value not available/calibration not accepted and the customer was unable to run a transmitter test. The customer was advised to try another sensor. No harm requiring medical intervention was reported. Product return for mmt-1884 is not expected. Product return for mmt-7040a is not expected.